Manufacturer narrative:
This report is for an unknown rod/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, the patient was experiencing pain and an unknown rod was confirmed to be broken via x-ray. Originally, the patient had a fusion surgery of the t9-t10, t10-t11 and t11-t12 on (B)(6) 2015. Implant failure may have been caused from travelling a bus on a bumpy road but it was not yet confirmed. It is unknown if a revision surgery will be performed. Concomitant device/s reported: unknown screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) rod. This is report 1 of 1 for (B)(4).